Manufacturer narrative:
Method: the sample will not be returned for an evaluation and investigation. The device was discarded. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. Conclusion: this complaint is still under investigation and a follow-up report will be submitted when the investigation is completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: marcaine 0.12%. Fill volume: 400ml. Flow rate: 8 ml/hr. Procedure: left shoulder arthroscopy capsular release, complete synovectomy, glenohumeral debridement, manipulation under anesthesia. Cathplace: interscalene block. The pt had surgery on 04/16/2013, the pt returned to her surgeon the next day when her saf pump was empty. The surgeon assessed her and she did not have any signs or symptoms of drug toxicity or any residue issue related to the reported pump malfunction. The surgeon sent the pt to the ER to get another saf pump, the original pump was discarded and pt is reported to be stable.